Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous and non-calcified aorta. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation; however, after inflation at 10 atmospheres, the balloon failed to deflate despite the efforts from the physician. The procedure was completed with a different device. No patient complications were reported.